Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-35, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause could not be determined. (B)(4).

Event description:
A surgeon reported a corneal burn during the phacoemulsification portion of a cataract intraocular lens (iol) implant procedure. The burn occurred in the left eye (os) during the first pass of sculpt through the lens. A suture was placed across the wound to ensure closure. There were no occlusions during phacoemulsification. The procedure was able to be completed. The corneal burn was ¿mostly resolved after 1 week¿ without add¿l treatment. The surgeon believed the cause of the event to be a dense (3+) cataract and insufficient irrigation.